Event description:
It was reported by the patient's spouse that the patient is deceased and the device "didn't work". Additional information was received from the physician's office that the patient was a "no show" for the one week post-operative appointment. The patient was never seen following device implant. It was further noted that the patient was very ill prior to the implant of the ipg system and had multiple co-morbidities. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.